Event description:
On (B)(6) 2025, an 84-year-old male patient with a history of hepatocellular cholangiocarcinoma received two overlapping histotripsy treatments to a single lesion which had been previously treated with y90. The total planned treatment volume (ptv) was 43.8 cc. On the day of the histotripsy procedure, the patient's platelet count was 44 ×10^9/l, and a platelet transfusion was administered immediately prior to the procedure. Post procedure computed tomography angiography (cta) demonstrated an active bleed from the lesion. The patient was taken for angiogram with embolization of the tumoral vessel. The patient stayed in ICU the night of treatment for observation with stable hemoglobin. Patient was called on (B)(6) and is doing well. One-month follow up MRI is planned.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.